Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found an external insulation abrasion at 14.7cm to 15.0cm from the connector pin breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported noise event was due to the exposure of the outer coil in the abrasion zone, consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.

Event description:
It was reported that the right ventricular (rv) lead and the atrial lead exhibited noise. Both the rv and atrial leads were explanted. No other information was available.